Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the micrometer was faulty. The issue was found by the field service engineer during a site visit. There was no report of patient involvement, as the issue was found before surgery. Additional information has been requested.

Manufacturer narrative:
During the on site visit the (B)(4) changed the micrometer. The system meets specifications per service test procedure. The root cause could not be determined conclusively. (B)(4).